Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had pocket pain. A physical exam was performed by the hcp and a surgery was scheduled for (B)(6) 2017. It was noted that the issue was not resolved at the time of the report and there were no known contributing factors that led to the issue. There were no device issues or further complications reported or anticipated.